Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient's ipg had reached end of life. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
H6 - adverse event problem - corrected patient and device codes to reflect inoperable ipg.

Event description:
It was reported that the patient may undergo surgical intervention to replace the ipg for an unknown reason. Further information is currently unavailable.